Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that she received a battery out limit for every battery change. The customer stated that the insulin pump was working fine already and just wanted to know how to prevent going through all the battery change. The customer was advised to clear the alarm with esc and act buttons or the alarm will reoccur with each new battery. The customer stated that the batteries were out of pump greater than duration allowed by the pump. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The insulin pump will not be returned for analysis.